Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 200 to 400 mg/dl with moderate ketones; cause was unknown, however the customer is using fiasp insulin which is not labeled for use with the pump. Tandem technical support educated the customer on labeling. Reportedly, the ketone level was considered life threatening. Bg was addressed via a correction bolus, and multiple supply changes. The customer was instructed to consult with healthcare provider regarding bg level.